Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned flow valve assembly found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible controller and wand; which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Without know what the producer was and the wand used, we are unable to determine the root cause. Factors, which can lead to wand issue include: 1. The wand tip could have been damaged or reach the end of life causing the wand to fail. 2. There may have been a loose cable connection between the returned device and the used controller which could cause non-functionality of the device. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Device manufacture date updated.

Event description:
It was reported that during an unknown procedure the wand failed. No back up device was available. No delay nor patient injuries were reported.